Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.